Event description:
An embolic agent was being delivered through the ultraflow catheter. The physician initially had difficulty with visualization of the embolic material, and the reflux was not controlled per the instruction for use. The catheter could not be withdrawn and was cut and left in place. Toward the end of the procedure, the catheter released from the embolic material and was then retrieved via a contralateral access site.